Manufacturer narrative:
Following analysis of the complaint device, the findings were shared with the surgeon associated with the complaint. During the instructed bailout process, the surgeon did not feel that excessive force was applied to cause the damage and that if the design meets the manufacturer's current specifications, further investigations into the those specifications should be evaluated.

Event description:
The titan stapler hit a critical hard firing limit at about 50% firing after hitting a soft firing limit. The knife blade was retracted and the jaws of the device were opened, but when attempting to close the jaws, the silver coupler broke off. The jaws of the device were not able to be closed. The trocar incision was increased to remove the device from abdomen.

Manufacturer narrative:
Upon evaluation of the titan sgs stapler, it was determined that the load applied to the closure screw was excessive and caused it to bend/distort as well as causing damage to the gear during the opening of the jaws of the stapler, as damage was observed. The investigation found that the damage to the closure system led to the device being inoperable. The root cause was attributed to excessive force/rotations being applied by the user to the closure system while attempting to manually open the jaws of the device using the bailout key, resulting in the device being stuck in the open position.